Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported under manufacturer report 2015691-2024-06906. Per the initial report, this tavr kit was opened to complete a valve deployment, following a failed initial attempt to do so with a different tavr kit, and another dissection was found. Additional information obtained clarified that the doctor attributed the additional dissection to the first set tavr devices and not the second. Kit and not the second set of devices. As such, this MDR was reported in error and a corrected supplemental report is being submitted. The injury will remain reported in manufacturer report number 2015691-2024-06905.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause remains unknown, investigation results suggest/indicate patient factors (advanced age, female gender, small body weight, tortuosity) may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06905.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve, resistance was felt during valve alignment, the valve became misaligned, but was deployed, the aortic side of the valve did not expand, the balloon catheter slipped toward the left ventricle and could not be withdrawn, the valve was deployed in the descending aorta and covered with a stent graft, and two dissections required two additional stent grafts to be placed. A 14fr esheath+ (esp) and a commander delivery system (ds) were inserted from the right femoral artery (rt-fa) by cutdown. Since left coronary artery height was low, a protection was applied prior to valve deployment. Additionally, there were two areas of tortuosity between abdominal aorta (aa) and descending aorta. During the valve alignment, somewhat strong resistance was felt. When pulling back the flex catheter after crossing the native valve, the balloon and the s3ur valve was slightly misaligned, but valve deployment was continued. When inflating the balloon under the rapid pacing, the aortic side of the s3ur valve was not expanded, and the balloon slipped toward the left ventricle. Since the balloon catheter could not be withdrawn, the ds and the s3ur valve pulled back to the aorta. After removing the coronary protection wire and a catheter, the s3ur valve was deployed in the descending aorta with 2 ml more than nominal volume, and was covered by a stent graft. Since a dissection was observed on the aortic arch, a stent graft was placed. After that, the doctor opened a new tavr kit, and completed the thv valve deployment with 1 ml less than nominal volume. Another dissection was found on the tortuosity at the aa, a stent graft was placed.